Manufacturer narrative:
The delivery catheter was returned with sensor still attached. Visual inspection of the hub was found to be normal. It was noted the length of the catheter experienced kinking at the end where the sensor is located and midway through the length of the catheter. The delivery system was bent at a 90-degree angle where the sensor is located, which would make retraction through the sheath impossible. Inspection of the skiving portion of the catheter was found to be normal. A test 0.018¿ guidewire was inserted through the hub up until the 90-degree angle at the end of the delivery system with little difficulty, indicating appropriate sensor internal dimensions. The results of the investigation are that there are no abnormal delivery system characteristics identified that would result in the complaint observations and the catheter was likely bent/damaged during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During cardiomems implant, it was not possible to advance the cardiomems delivery catheter through the rvot over the command 18 guidewire. When it was attempted to bring the sensor back through the sheath, it could not be directed back into the sheath. The sheath and delivery catheter were removed from the patient at the same time with the sensor outside of the sheath.